Event description:
It was initially reported that the patient experienced a warm sensation in and around the neurostimulator pocket site while recharging. It was noted that the device was out of a charge after 3 days. The device was reported to be fully charged on wednesday (B)(6) and was found to be discharged on (B)(6) 2011. Review of recharging estimates [based on program 2: 3.9v, 390, 130hz (2 anodes, 2 cathodes) and 1.7v, 450, 130hz (guarded cathodes), used 24 hrs./7 days] determined that the charging interval appeared to be appropriate (2.2 days). Impedance measurements were in normal range (500 -100 ohms).the patient reported that each time she recharged it was for 8 hours. Also, when the patient tried to recharge, she felt that the device was "on fire." The patient was noted to be in pain. Subsequent information received reported that the patient experienced a loss of therapeutic effect and a "pinching" sensation in the middle of her back. X-rays that were taken showed no lead migration. Follow up information received from the healthcare professional attributed the event to "dressing impedance charge" and that the device system was reprogrammed. Additional information reported that the patient was trained on effective recharging but still had poor telemetry and coverage for her pain. It was noted that the device may be implanted too deeply. Further information received indicated that the patient had their neurostimulator explanted and replaced with another rechargeable model. The existing lead was noted to have been repositioned. On the patient's 2 week post-op follow up appointment, she still had issues with frequent recharging and wanting a higher rate. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Lead model 3776-60, lot #v781580015, implanted: (B)(6) 2011, explanted: na; programmer model 37743 serial# (B)(4). Recharger model 37752, serial# (B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 37712, serial # (B)(4) showed no anomalies.